Manufacturer narrative:
Subject device was returned for evaluation. Visual inspection confirmed failure mode of ¿electrical¿. Subject device fails to operate the hand piece motor speed function. Review of the service history states that device was sent to the customer as a refurbished unit. Per results of the investigation, the root cause is ¿defective: circuit board failure¿. At this time, no further investigation will be implemented. (B)(4).

Event description:
During a hysteroscopy procedure utilizing the hysteroscopic morcellator system control unit, it reported that the subject device was not functioning as intended. It was reported that two morcellators and two blades were utilized. It is stated that the problem is the electrical signal within the control unit. It was reported that there was no backup device available. (B)(4).